Event description:
A distributor complaint was reported involving a malfunctioning pump in denmark on march 18, 2026. The customer experienced a recurring malfunction identified by code malf 0-0x277d, but there was no adverse impact on the customer's blood glucose level. Customer had not previously contacted support despite three occurrences of the issue. Technical support decided to replace the pump, confirming the shipping address and instructing the customer on how to put the pump into storage mode. Customer was also advised to return the problematic pump using a pre-paid label within 10 days and acknowledged understanding of these instructions. Until the replacement pump arrived, the customer planned to use multiple daily injections as a backup therapy.